Event description:
It was reported that a spectrum pump was missing door calibration stickers. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of missing door calibration stickers was confirmed through observation. Missing, broken or cracked direction of the flow label would be considered a risk to pt safety. Directional flow door shims were replaced during the repair process.